Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 3550-29, lot# n501403, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer via a manufacturing representative (rep) reported that there was an infection at the pocket where the battery was implanted. There was also leaking at the pocket and the patient called the surgeon. No diagnostics were performed. A surgery was scheduled for (B)(6) 2015. The issue was not resolved at the time of this report. The rep later reported that a doctor did an explant surgery of the battery and possibly the leads. The doctor planned to monitor the infection for several weeks before deciding if a new system will be implanted. The doctor reported that antibiotics were involved. It was noted that the patient was implanted for spinal pain.